Event description:
It was reported that the patient was admitted on (B)(6) 2022 with implantable cardioverter defibrillator (ICD) shocks for atrial fibrillation and rapid ventricular response (rvr) with aberrancy. The patient's hospital stay was complicated by an acute intracerebral hemorrhage (ich) on (B)(6) 2022 in the setting of an international normalized ratio (inr) of 1.8 and a prothrombin time of less than 49.9 seconds. The family proceeded with hospice care and the left ventricular assist device (lvad) was deactivated on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), would not be returned for evaluation. No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. ¿introduction,¿ lists bleeding, stroke, cardiac arrhythmia, and death as adverse events that may be associated with the use of the heartmate 3 lvas. ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.